Event description:
On (B)(6) 2009, the patient reported that about 1 month ago she noticed the down button on her insulin device does not work and recently the up button is working erratically. She stated she is able to bolus insulin. She said the buttons do pop up when they are pressed and her device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.